Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the pt stated that he was performing a visual check of his infusion tubing and he found that the outer tubing had separated at the luer connection. He stated that he immediately changed his infusion set and he did not experience any physiological effects. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The pt discarded the alleged product. No product will be returned for evaluation.